Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with chest pain. It was noted that there was no capture and perforation was revealed from a chest x-ray. The physician expressed concern. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.